Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self-test and displacement test. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed 39 failed battery test between 06/21/2023 04:16:55.000 and 06/25/2023 20:54:19.000. Confirmed the pump alarmed low battery alert on 06/25/2023 20:39:11.000 and replace battery now alarm on 06/21/2023 04:05:00.000 in the history files. These alerts are expected and occur during normal pump operation. Confirmed pump error 53 (line number 344 file number (B)(4) ) in the history download on 06/25/2023 20:33:33.000 due to moisture damage to the pcb1 board. Pump was cut open to perform visual inspection and found¿moisture damage on the pcb1 board. No moisture damage noted to motor assembly per visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, stained keypad overlay, scratched case, battery cap contact missing, and pillowing keypad overlay. No failed battery test noted and passed all required testing. Confirmed missing battery cap contact. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump got failed battery alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and found there was damage to the battery cap contacts and battery compartment. The customer received battery failed/failed batt test alarm. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.